Event description:
A few days after the initial purchase, and with the wheelchair and altern8 in another room, the customer states that they smelled burning coming from the wheelchair motor. Allegedy this was due to the positioning of the altern8 power unit on the back of their power wheelchair which the customer states caused the recline/tilt motor to run continuosly until it burned out. The customer also claims that the altern8 partially deflated and caused a pressure sore to develop when they went out on it one afternoon.